Manufacturer narrative:
The clinical evaluation confirmed a distal endoleak and a type 3a with component separation. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient and was not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; off label use, patient anatomy, peripheral artery disease (pad), and antiplatelet therapy. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension and two limb extensions on (B)(6) 2012. A follow up computed tomography (CT) showed a type 3a endoleak. The physician elected to implant three limb extensions to resolve the issue. The patient is in stable condition.